Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges discomfort and elevated metal ion levels. Doi provided. There is no new additional information that would affect the investigation.

Event description:
Patient underwent left hip revision procedure due to pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: loose cup; metallosis; pain; minimal elevated cobalt and chromium levels; 5 ml of thick mucinous watery fluid with a slightly grayish appearance; scar tissue; grayish and metal stained synovium.

Manufacturer narrative:
Depuy still considers this investigation closed.